Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the cartridge was cracked. The customer's blood glucose level was 266 mg/dl and would be addressed with a bolus once the cartridge is changed.